Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, peri-implant seroma, "ln is enlarged in both armpits and appears to be lymphadenopathy due to inflammatory reaction", "areas of suspected silicone leakage, armpit reactive lymph node enlargement" the reported events lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "rupture", "peri-implant seroma", "axillary ln is enlarged in both armpits and appears to be lymphadenopathy due to inflammatory reaction" via ultrasound. This is for the right side device. The device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: no observed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient reported "rupture" healthcare professional later reported left side rupture, ¿ln is enlarged in armpits and appears to be lymphadenopathy due to inflammatory reaction¿, ¿armpit reactive lymph node enlargement¿ ¿seroma are identified¿. ¿folded" ¿there are areas of suspected silicone leakage¿ this is for the right-side device. The device has been explanted.

Event description:
Patient reported right side rupture", "peri-implant seroma", "axillary ln is enlarged in both armpits and appears to be lymphadenopathy due to inflammatory reaction" via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. Seroma-late: unable to observe as it is not related to the manufacturing process. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on device. No additional observations performed on the device.